Manufacturer narrative:
(B)(4). The device was returned and is currently in the process of being evaluated. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a homechoice pro machine experienced an unknown system error alarm. The specific alarm was not reported. This occurred during either the initial drain or fill one of peritoneal dialysis therapy, while the home patient (hp) was connected. The hp stated that they had to start therapy over with new supplies due to the alarm. There was no patient injury or medical intervention associated with this event. No additional information is available.

Manufacturer narrative:
(B)(4). The device was returned to baxter and an evaluation was performed to investigate the reported unknown system error (se) alarm. A visual inspection was performed with no abnormalities noted. The homechoice device received a returned instrument testing evaluation (rite). The device was determined to meet functional and electrical performance specification requirements per rite testing. A review of the device logs did not verify the reported issue but the problem was identified in the event history log (as a system error 2084). Upon conclusion of the investigation, the direct cause of the problem was undetermined and the device was sent for normal servicing. Should additional relevant information become available, a follow-up report will be submitted.